Event description:
Customer reported blood set leaked right above the filter. It occurred after the bag of prbc was spiked, but reporter doesn't know if it was noted during priming or during use on a pt. There was no pt harm and no staff exposure. Although requested, no add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.